Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed for a 79-year-old female patient (40kgs), who presented in the or for a tavi procedure. Following the tavi, an 18f ce manta device was successfully deployed to the measured depth for closure, and hemostasis was achieved. A post-deployment angiogram performed through the contralateral access indicated a partial occlusion at the manta access site. Manual pressure was applied for five minutes, and a follow-up angiogram revealed a total occlusion at the manta access site. The surgeon chose to surgically intervene. During the surgical intervention, the manta device was explanted, the arteriotomy was repaired and sutured for closure. A post-procedure angiogram to assess patency indicated flow was restored, and distal pulse was strong. On the authority of the surgeon, this was not a manta device issue. The common femoral artery was dissected by the valve sheath and delivery system during the tavi procedure. Dissections are a potential sequela in large bore procedures. It is suspected the dissection occurred before using manta and is not related to the manta device. During the closure, the manta anchor got caught on the dissection flap, occluding the artery. Therefore, the root cause of the occlusion requiring surgical intervention is likely contributed to a dissection resulting in ischemia present at the access site potentially disrupting the proper placement of the manta anchor.

Event description:
It was reported that: " patient underwent a tavi procedure with right cfa main access with a 23mm tavi system through an 14f e-sheath. Access was made under ultrasound and micro puncture kit. The cfa was 6.1mm in diameter and free of calcium. A lot of resistance was felt when inserting the valve though the femoral arteries and up the aorta. They managed to deploy the valve without any other issues with good hemodynamic results. They then proceeded to close the access site with an 18f manta with a measured depth of 3+1=4 at the start of the case. The operator is fully certified and has a wealth of experience with the device. He proceeded to deploy the manta successfully and achieved hemostasis. However, when a control femoral angiogram was performed through the contra lateral access, the artery was partially occluded at the manta deployment access site. Light manual compression was then performed for 5 minutes and a second femoral angiogram was performed. The artery was then totally occluded at the closure site. The surgeon then performed a cutdown at the groin site to repair the artery. After the repair, a third femoral angiogram was performed to assess patency of the vessel. Flow was restored and distal pulse was strong. The surgeon then proceeded to close up the patient without any issues. No other procedure was required and the patient is doing fine. According to the surgeon, there was not any issue with the manta device. Rather, the cfa was dissected by the valve sheath and delivery system during the procedure. At closure, it looked like the anchor of the manta caught a dissection flap inside the artery then occluding the artery.".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " patient underwent a tavi procedure with right cfa main access with a 23mm tavi system through an 14f e-sheath. Access was made under ultrasound and micro puncture kit. The cfa was 6.1mm in diameter and free of calcium. A lot of resistance was felt when inserting the valve though the femoral arteries and up the aorta. They managed to deploy the valve without any other issues with good hemodynamic results. They then proceeded to close the access site with an 18f manta with a measured depth of 3+1=4 at the start of the case. The operator is fully certified and has a wealth of experience with the device. He proceeded to deploy the manta successfully and achieved hemostasis. However, when a control femoral angiogram was performed through the contra lateral access, the artery was partially occluded at the manta deployment access site. Light manual compression was then performed for 5 minutes and a second femoral angiogram was performed. The artery was then totally occluded at the closure site. The surgeon then performed a cutdown at the groin site to repair the artery. After the repair, a third femoral angiogram was performed to assess patency of the vessel. Flow was restored and distal pulse was strong. The surgeon then proceeded to close up the patient without any issues. No other procedure was required and the patient is doing fine. According to the surgeon, there was not any issue with the manta device. Rather, the cfa was dissected by the valve sheath and delivery system during the procedure. At closure, it looked like the anchor of the manta caught a dissection flap inside the artery then occluding the artery."